Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 46 hours, but there was still 200 ml of medication left after 48 hours of infusion. The flow rate of the pump was too slow. The device contained fluorouracil and 0.9% normal saline, and the total infusion was 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 7-8, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed, and it showed fluid inside the device bladder which suggests possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.